Event description:
Related manufacturer reference number: 2017865-2022-06863. It was reported that the patient presented in clinic. Upon interrogation it was discovered the right ventricular lead exhibited high capture thresholds leading to loss of capture and high pacing impedance. The implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shock for supraventricular tachycardia. Programming changes were implemented. The patient was in stable condition.